Event description:
Device 1 of 2. Ref MFR. Report#: 1627487-2014-25301. It was reported the pt is experiencing auto-reducing and ineffective coverage. Diagnostics revealed high impedances. X-rays were ordered. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.